Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak from the cycler set during fill 1 of 5 of treatment. In addition, the patient reported the cycler receiving an air detected in cassette warning in drain 0 of 4 and a pt line is blocked message during fill 1 of 5 of treatment and the treatment was cancelled. The patient stated that during treatment they found that one of their cycler set lines was kinked and therefore, reworked the line to resolve the pt line is blocked message issue. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler was not affected by the leak. Upon follow up, the patient confirmed that no fluid came in contact with the cycler. The patient stated that the leak was from the cycler set, however, the location was unknown. Additionally, the patient stated that manual treatment was completed at the facility on the following morning after the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.